Event description:
A user reported "off tubing/connector" noted during use at the reporting hosp. According to the reporter, the tubing separated on the 10th day of use from the first connection to the pt in 2004. The pt had been receiving intravenous hyperlimentative solution via the IV line. It was reported that there was mininmal blood loss (droplets) at the time of the tubing separation and it was not known if a delay in IV therapy occurred as a result of this incident. Per the reporter, there was no adverse outcome or injury associated with this report.